Event description:
Status post breast augmentation on 10/14/97 with spontaneous deflation of right breast implant. Implant explanted on 11/11/97 & replaced. Physician inspected implant after explantation-faulty valve found.